Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro was plugged into the power supply and activated without actuation of the toggle switch upon performing the precautery test. A replacement device was used to complete the procedure with the same power supply and cable. The hospital did not report any patient effects. The hospital intends to return the product in question.